Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 08/05/2015. The fse performed troubleshooting and found buildup in the probe and replaced the probe, which resolved the issue. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer observed high platelet, plt, level on low control from a coulter ac t diff 2 analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.